Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations. There was a cut noted in the lead insulation, which is consistent with induced damage during explant. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient experienced dizziness/lightheadedness, and chest pain associated with right ventricular (rv) lead pacing. A chest x-ray was performed and the results were inconclusive for any suspected perforation. A replacement procedure was performed and there were no were no signs of a micro-perforation. This rv lead was explanted and replaced per the physician's discretion. No additional adverse patient effects were reported.